Event description:
The customer called for assistance with an infusion set. The customer then stated that he had been hospitalized twice for high blood glucose levels. The customer stated that he wasn't getting any insulin from his infusion sets. The customer could not remember any details about the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.